Manufacturer narrative:
(B)(4). Investigation results one flexiva 200 laser fiber was returned in one piece. The fiber measured approximately 318.1 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 2.5 mm and was consistent with a normal degradation. Additional examination under magnification confirms the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it, this indicated that the fiber was broken within the connector, it was likely due to the fracture within the connector that laser energy escaped into the metal housing of the sma, resulting in the device overheating and confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 12, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a p30 watt laser console. According to the complainant, during the procedure, the laser fiber stopped working after 15 minutes of use. The aiming beam went out and fiber connector was hot to touch. Reportedly, there was no burn injury to the user. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.